Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was noted that they swapped the camera/psu to scu cord from this system to a known working stealth 7 system. It was determined that the scu was likely failing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that there was a localizer not connected error. This issue was resolved by a reboot, but the site encountered the same issue later on. This time a reboot did not resolve the issue. The interconnect cable was reconnected and the system was rebooted several times. The surgery was completed without navigation. The site felt that it was likely due to an issue with the scu. There was no patient harm and the procedure was not delayed over an hour.